Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer indicated that the speaker was defective and a replacement needed to be ordered. The part was shipped under contract and this issue is considered confirmed. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.